Manufacturer narrative:
Based on risk assessment and clinical evaluation report file is considered as closed.

Event description:
Irn#: (B)(4). Whilst performing a spinal anaesthetic procedure, the needle fell apart in the anaesthetists hands meaning that a section of the needle was left behind in the patient. All but 5mm of the 90mm needle was left inside the patients back (spine). First attempt at spinal, deep bony resistance encountered. Needle engaged in ligament as would be expected. Needle withdrawn to be repositioned. Noticed that needle appeared incomplete. Only stylet appeared to be visible on withdrawal, without accompanying needle. Needle fracture seen clearly at hub. Fractured needle seen protruding from patient. Request made for scrub kit, in particular artery forceps. Needle firmly grasped and removed, without excessive force intact and straight. Pictures taken. Retained for examination. On examination, needle appears intact. Sprotte tip of needle clearly seen, with straight shaft and clear shear point at hub. Low probability of retained item. Patient allowed to sit up and reassured. Further spinal attempted at lower interspace on second attempt. Details of injury (to patient, carer or healthcare professional): no injuries noted to the patient or the health professional. The anaesthetist managed to grasp the 5mm protruding from the patients skin with a small pair of forceps and removed it safely. He was happy that all components were present and nothing was left in the patient. As a precaution a CT scan was carried out on the advice of the on call radiologist.